Event description:
On 01/27/2000, the physician informed the distributor's marketing manager of the following: the physician asked the distributor's marketing manager for the info regarding the material used in the device catheter because he felt that the pt may be having an allergic reaction. It appears that the device in question was implanted in 1997 (date not specified). The device was explanted in 1998 (date not specified). When the device was removed, only a segment of catheter about 1 1/2" was removed. A lot of it was the right ventricle and some was in the subclavian vein. The physician felt the pt may be having a possible reaction to the catheter, or treatment pt was receiving for lyme disease, or maybe it's a reaction to antibiotics. The physician stated he was going to check the pt's chart to get more info (i.e. Catalog/lot number of the device, implant/explant data & physicians etc.). Physician requested that a copy of the product catalog be faxed to him. The distributor's marketing manager faxed the physician a copy of the product catalog (1/27/2000). On 1/27/2000, the physician contacted the distributor's marketing manager and gave the manager the device catalog/lot number and name of the implant/explant physician, but did not provide specific implant/explant dates. No further details were provided as this time.